Event description:
I have been a contact lens wearer for 50 years. I have never had an infection or problem with my contact/eyes. I traveled on may 4-- taking a small bottle of contact lens solution ..one that was an acceptable size to the airlines. The next a.m., when I used the solution to put in contacts, my eye turned bright red, and was extremely painful. It was so bad that I rushed to my sister's ophthalmologist who came in for the emergency, and put me on prednisone eye drops hourly for 24 hours and then every two hours for the next week. The eye doctor threw out the solution. When I returned home, I searched for info regarding the name of the solution. It was either amo complete moisture plus multipursose solution - a sample given to me by my eye doctor earlier in the year - or clear care one bottle solution for cleaning & disinfecting no rub starter kit by ciba vision -also a sample from another doctor visit- . I am sorry I cannot be sure which one was the offender. As I said, the ophthamologist threw out the solution.. And I was in too much pain to think clearly. Dates of use: one use one day in 2007. Event abated after use stopped: no.